Event description:
It was reported intermittent occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Dates are unknown. Elevated blood glucose was addressed with a correction bolus via the pump. The customer didn't take any action for all occlusions and resumed insulin therapy. Customer reports not using room temperature insulin, this is considered off label use.